Event description:
During pci, filter wire placed in veingraft distal to stent placement. After stent placed attempted to retrieve filterwire which fractured from shaft of filter. Was unable to retrieve at proximal svg to diagonal.